Event description:
It was reported from the effect of cardiac pacing leads on tricuspid regurgitation ((B)(4) study) that the left ventricular (lv) lead caused chest wall stimulation only when the patient is lying on the right side. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.